Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was received with the helix bent. Therefore, no helix function test possible. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the "lead was fixed by opening the screw. When the physician wanted to re-position the lead, the screw could not be closed." It was also reported "the lead was placed to the ventricle, but could not pace." The lead was removed from the patient and the case was abandoned. No patient complications have been reported as a result of this event.